Event description:
Aspirated [aspiration], bit down on the spinner toothbrush...swallowed brush portion [accidental device ingestion], swallowed brush portion [exposure via ingestion], bit down on the tooth brush (the spinner came off) [device use error], (bit down on the tooth brush) the spinner came off [device breakage]. Case description: a parent reported spontaneously via e-mail on 17-jul-2020 that his/her daughter of unspecified age used an oral-b toothbrush, version unknown beginning on an unspecified date. The parent explained that after two weeks of use, his/her daughter bit down on the toothbrush; the spinner then came off and she aspirated. The parent called 911 and did the heimlich, but after 4 tries his/her daughter swallowed the brush portion and she went to the emergency room. The parent reported that his/her daughter finally passed the brush head after 2 weeks. The case outcome was recovered. Relevant history: medical history - very tiny, has cerebral palsy. Hist drug/prev exp - used the larger spin brush for years. Concomitant product(s): oral-b rechargeable toothbrush, version unknown. No further information was provided. 04-aug-2020 consumer submitted a picture of the product. The suspect product was identified as an oral-b power oral care refills sensi ultrathin eb60 on 18-aug-2020. No further information was provided.

Manufacturer narrative:
18-aug-2020 the product was updated to oral-b power oral care refills sensi ultrathin eb60.

Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Aspirated [aspiration]. Bit down on the spinner toothbrush...swallowed brush portion [accidental device ingestion]. Swallowed brush portion [exposure via ingestion]. Bit down on the tooth brush (the spinner came off) [device use error]. (Bit down on the tooth brush) the spinner came off [device breakage]. Case description: a parent reported spontaneously via e-mail on 17-jul-2020 that his/her daughter of unspecified age used an oral-b toothbrush, version unknown beginning on an unspecified date. The parent explained that after two weeks of use, his/her daughter bit down on the toothbrush; the spinner then came off and she aspirated. The parent called 911 and did the heimlich, but after 4 tries his/her daughter swallowed the brush portion and she went to the emergency room. The parent reported that his/her daughter finally passed the brush head after 2 weeks. The case outcome was recovered. Relevant history: medical history - very tiny, has cerebral palsy. Hist drug/prev exp - used the larger spin brush for years. Concomitant product(s): oral-b rechargeable toothbrush, version unknown. No further information was provided.

Manufacturer narrative:
(B)(6)2020 the product was updated to oral-b power oral care refills sensi ultrathin eb60.

Event description:
Aspirated [aspiration] bit down on the spinner toothbrush...swallowed brush portion [accidental device ingestion] swallowed brush portion [exposure via ingestion] bit down on the tooth brush (the spinner came off) [device use error] (bit down on the tooth brush) the spinner came off [device breakage] case description: a parent reported spontaneously via e-mail on (B)(6)2020 that his/her daughter of unspecified age used an oral-b toothbrush, version unknown beginning on an unspecified date. The parent explained that after two weeks of use, his/her daughter bit down on the toothbrush; the spinner then came off and she aspirated. The parent called 911 and did the heimlich, but after 4 tries his/her daughter swallowed the brush portion and she went to the emergency room. The parent reported that his/her daughter finally passed the brush head after 2 weeks. The case outcome was recovered. Relevant history: medical history - very tiny, has cerebral palsy. Hist drug/prev exp - used the larger spin brush for years. Concomitant product(s): oral-b rechargeable toothbrush, version unknown. No further information was provided. (B)(6)2020 consumer submitted a picture of the product. The suspect product was identified as an oral-b power oral care refills sensi ultrathin eb60 on (B)(6)2020. No further information was provided. (B)(6)2020 received questionnaire: the parent reported that his/her 38 year old daughter used the product twice daily for her teeth. This was the first time she had used this exact product. The product was used for 2 weeks before she bit down and the bristle tip popped off; she swallowed the brush bristles/aspirated on (B)(6)2020. It passed through her system. She visited the emergency room where treatment that was prescribed/recommended included a laxative and watching for the brush to pass through her system. This treatment had been followed, and the problem had resolved. Product use was discontinued. The case outcome remained recovered. Relevant history: medical history - disabled, handicapped. Allergy/intolerance - none. No further information was provided.

Manufacturer narrative:
On 04-dec-2020 product investigation results: product return was received and investigated. Product investigation results showed that complaint was caused by a breakage of the refill due to improper consumer handling.

Event description:
Aspirated, bit down on the spinner toothbrush. Swallowed brush portion [accidental device ingestion], swallowed brush portion [exposure via ingestion], bit down on the tooth brush (the spinner came off) [device use error], (bit down on the tooth brush) the spinner came off [device breakage]. A parent reported spontaneously via e-mail on 17-jul-2020 that his/her daughter of unspecified age used an oral-b toothbrush, version unknown beginning on an unspecified date. The parent explained that after two weeks of use, his/her daughter bit down on the toothbrush; the spinner then came off and she aspirated. The parent called 911 and did the heimlich, but after 4 tries his/her daughter swallowed the brush portion and she went to the emergency room. The parent reported that his/her daughter finally passed the brush head after 2 weeks. The case outcome was recovered. Relevant history: medical history - very tiny, has cerebral palsy. Hist drug/prev exp - used the larger spin brush for years. Concomitant product(s): oral-b rechargeable toothbrush, version unknown. No further information was provided. On 04-aug-2020 consumer submitted a picture of the product. The suspect product was identified as an oral-b power oral care refills sensi ultrathin eb60 on (B)(6) 2020. No further information was provided. On 24-aug-2020 received questionnaire: the parent reported that his/her 38 year old daughter used the product twice daily for her teeth. This was the first time she had used this exact product. The product was used for 2 weeks before she bit down and the bristle tip popped off; she swallowed the brush bristles/aspirated on (B)(6) 2020. It passed through her system. She visited the emergency room where treatment that was prescribed/recommended included a laxative and watching for the brush to pass through her system. This treatment had been followed, and the problem had resolved. Product use was discontinued. The case outcome remained recovered. Relevant history: medical history - disabled, handicapped. Allergy/intolerance - none. No further information was provided. On 04-dec-2020 product investigation results: product return was received and investigated. Product investigation results showed the complaint was caused by breakage of the refill due to improper consumer handling. The conclusion code 'other' was chosen because it covers multiple conclusion codes: 'no manufacturing cause' and 'no design issue' identified.